Event description:
An impella cp was placed via the femoral artery access to support the 71-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. No other medical history was shared. The pump was placed and on day 4, there was an observation made of dropping hemoglobin. The hemoglobin had dropped from 7.8g/dl to 6.9g/dl. There was no active impella site bleed observed but, there was an infusion given of 1 unit of blood. The patient expired on the support on day 4. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: anemia/ppae: the cause of the injury was not determined due to insufficient clinical details.